Event description:
The surgeon used a calaxo screw for tibial fixation of an acl reconstruction originally done on 3-2-07. The surgeon was advised several times to recess the screw 3mm. The week commencing august 12th the pt was complaining about tibial inflammation. The surgeon brought the pt in for a wash out to relieve the infection, and at that time realized the screw was almost completely missing, with only a small amount left. This was removed during the wash out. It was confirmed that the grafts healed and no additional screw was used for fixation and that autografts were used.

Manufacturer narrative:
No product is being returned for evaluation. H7: reinforced surgical technique to customer.